Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer found the scanner's cable coming apart because, in order to remove the cable, the user twisted the cable instead of pulling it . The cable was repaired and the system recognized the scanner. The engineer continued to check the system and found alignment problem with arm and ordered a replacement part, this alignment problem was not related to the original cable complaint. A lumenis service engineer visited the site fifteen (15) days after the reported event and replaced the arm and after performing operational and safety tests, the system was determined to have met lumenis specifications. The system was returned to the facility safe and ready for use. A review of service records shows the device has had its preventative maintenance on 11-jun-2019. A review of ultrapulse surgitouch product risk file shows this is an recognized risk #(B)(4) "device malfunction: mechanical fracture,electrical failure" in risk file (B)(4), which have the potential to lead to adverse effects of alternative treatments if malfunction were to recur. The risk has been quantified and found to be minor, the risk has been characterized and documented as acceptable within a full risk assessment. Though the procedure was successfully completed with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. A preliminary investigation has found that a probable root cause is that the user twisted the cable rather than pulling it when removing the cable from the scanner head, as mentioned above. Investigation is still ongoing, and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a micro direct laryngoscopy procedure in which a lumenis ultrapulse surgitouch laser was being utilized together with acublade and a scanner, the display presented an error that the system was not recognizing the acublade, after a thirty (30) minutes delay the procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.